Event description:
Clinical study. It was reported that 1366 days after a coronary drug eluting stenting treatment procedure, the pt presented with symptoms of shortness of breath. The index procedure treated a 3.5x14mm, 90% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express 3.5x16mm drug eluting stent. The post-procedure target lesion had 10% diameter stenosis. At 1366 days after the implant procedure, the pt was admitted to the hosp with shortness of breath. Myocardial infarction was ruled out based on ecgs and negative troponins. The pt was diagnosed with influenza, chronic obstructive pulmonary disease (copd) exacerbation and coronary artery disease (cad) status post stent placement. The pt was treated medically. The physician noted it was unk if the serious adverse event was related to the device. The event was reported as resolved with still persistent effects as of 6 days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.